Event description:
It was reported that before a device replacement the physician noticed that the device was programmed such that, it would not sense or pace on the atrial channel. It was determined that the right atrial (ra) lead had pace impedance measurements greater than 3000 ohms and the lead was previously found to be broken. As the patient was elderly the physician decided to plug the broken ra lead into the new device. At the post-operative check, the field representative programmed the device not to sense or pace on the atrial channel. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.